Event description:
It was reported that the balloon burst. A sterling balloon was selected for use. The balloon ruptured before it was inflated to its nominal burst pressure. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. The balloon ruptured during first inflation. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the sterling device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 37mm from the tip and is approximately 40mm long. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device eval by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 37mm from the tip and is approximately 40mm long. Inspection of the remainder of the device presented no other damage or irregularities. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon burst. A sterling balloon was selected for use. The balloon ruptured before it was inflated to its nominal burst pressure.